Event description:
The external pulse generator was returned to the manufacturer for repair. It was analyzed and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper/lower cases and two side bail covers were broken. One board connector cable was out of specification and the battery contacts were compressed. The ring was bent.